Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any future malfunctions.